Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The mid-lad lesion was heavily calcified and was located on a bend in the mildly tortuous vessel. The lesion was predilated with a maverick 3.0 x 15 mm balloon. The physician then deployed a taxus express2 3.5 x 16mm drug eluting stent in the lesion at unk atms and the balloon was fully deflated. The physician met with resistance while attempting to remove the delivery device from the taxus stent, but was able to pull on the catheter to release the balloon. No pt injuries or complications were reported.